Event description:
Spontaneous report per pt, pump displayed "alarm 1:47pm". No beeping or any add'l messages displayed in the window. Pt was able to switch over to her backup pump and restarted infusion. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.